Manufacturer narrative:
Information contained in this report was previously submitted through asr on 30/apr/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.. The events of "pain, tingling, swelling, numbness, and burning" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, tingling, swelling, numbness, burning.

Event description:
Patient reported left side "pain, tingling, swelling, numbness, and burning." Device explanted.